Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.